Event description:
It was reported there was a revision surgery needed to replace a creo screw that was found loose at l5 post operatively. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. Additional information provided that the inferior articular process of l5 was fractured. This type of fracture could result in excessive stress on the implant contributing to the loosening of the screw; however, no determinations could be made as to the cause of the reported issue.